Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi and past similar cases, omsc surmised that the reported phenomenon occurred because the flat cable between the front panel and printed circuit board (cp board) controlling the front panel was deformed due to aging deterioration since more than eight years had passed from the subject device had been manufactured, and the electrical contact of the flat cable became unstable. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). Checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the breakage (tracks were deformed) of the flat cable between the front panel and the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus medical systems (B)(4), it was found the switch on the front panel of the subject device did not function. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.